Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with meropenem injection (1g, daily, duration and route not reported), vancomycin injection (1g, every fifth day, duration and route not reported) and amikacin injection (250mg start dose, 125mg maintenance dose, route, duration and frequency not reported) for peritonitis. At the time of this report, patient outcome was unknown. Pd therapy was ongoing. No additional information was available.